Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported an unspecified failure. Philips is reported this as we cannot exclude a failure that would impact the delivery of therapy.